Event description:
The facility representative reported a colleague infusion pump with air in line alarm on channel a. The event was reported to have occurred during biomedical testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Based on baxter's review of this report, it was determined that this was a false air in line alarm that occurred during delivery, causing an interruption of delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was ail pcb (air in line printed circuit board) was faulty. The ail pcb was replaced and calibrated.a follow-up medwatch report will be submitted if additional information becomes available.the other contact source is the biomedical technician. This medwatch report was initially submitted on 20 august 2010, the submission failed ack3 and the medwatch report will be submitted on 30 august 2010.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).